Event description:
It was reported via repair work order that the brakes did not disengage as the foot right caster stem was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.